Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to call back to troubleshoot, if needed, when they experience an active fill estimate issue, as the issue had occurred on a previous day. No additional patient or event information was provided.